Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had under delivery. The customer blood glucose level was 266 mg/dl. The customer was assisted with troubleshooting. Customer stated that they had inconsistent bolus delivery or no delivery of insulin. The device will not be returned for analysis.